Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least seven injections were performed with the balloon catheter afapro28 with lot number 57859 without any issue on the date of the event. The files also showed at least ten injections were performed with a non-returned balloon catheter afapro28 with lot number 57856 without any issue on the date of the event. The file showed system notice # 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the event date, showed system notice # 50028 ¿there was a problem with the injection process¿ and system notice # 50013 ¿the refrigerant level was too low to continue.¿ in conclusion, the guide wire lumen kink and breach can not be assessed through data analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon catheter, afapro28 with lot number 57859, was returned and analyzed. Visual inspection of the balloon catheter showed there was blood inside the inner balloon and showed the loop of the mapping catheter was stuck in the luer. Smart chip verification indicated the catheter was used for seven injections. The catheter failed the performance test upon connecting to the console due to system notice 50005 ¿fluid detection.¿ the dissection/pressure test showed visible blood was observed inside the handle also and a guide wire lumen kink and twist at 1.4 inches from the tip of the catheter. Pressure test showed a breach at the same point of the guide wire lumen kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.